Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the third-party service center for evaluation of diagnostic test failure on system setup. There was no harm or injury reported. On evaluation, the error logs were downloaded and evaluated. A ventilator service required alarm was confirmed indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The machine flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue: four-year service was due on the device and was completed. During repair testing, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The fio2 tubing was replaced to address this issue. Re-testing was completed with tests passing.